Event description:
It was reported to medtronic minimed that the customer stated that the delivery was suspended and the pump has the reservoir and set in a red line. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the priming process, and the serialized device be replaced. Troubleshooting was partially performed for the blank display. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. However, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No blank display noted during testing. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump error 38 confirmed in the pump history/trace files on (B)(6) 2025 21:05:48.000. Pump was cut open to perform visual inspection and found a jammed motor gearbox and corrosion damage on the motor home switch. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to verify prime/fill anomaly due to constant pump error 38 alarms. Pump error 38 alarms and rewind anomaly confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox and corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.